Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated from the drip chamber. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20043186. It was reported that the rn inserted the spike into the saline bag and while straightening the tubing to prime, the tubing separated from the drip chamber.

Manufacturer narrative:
The customer reported ¿the rn inserted the spike into the saline bag and while straightening the tubing to prime, the tubing separated from the drip chamber¿. Received from the customer was one used primary set model 2426-0500 lot 20043186 with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing (p/ntc10012940) and drip chamber¿s outlet port (p/n 630-00363). Traces of clear liquid was observed in the set¿s drip chamber. Further visual inspection using a microscope observed that the tubing had insufficient solvent applied at the engagement during manufacturing process. No other abnormalities were observed with the set. Functional testing was not performed due to the separation and the leaking that would occur. A dimensional analysis was performed on the tubing and the drip chamber outlet port¿s outer diameter. The inside diameter of the tubing measured 0.106¿, within the specification of 0.107¿ +/-0.005¿. The outside diameter measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿. The outside diameter at the top of the drip chamber¿s tubing connection area measured 0.121¿, within the specification of 0.122¿ +/- 0.002¿. Equipment used (inspection and measurement performed on 24-aug-20) - calipers, eq02784, calibration due date: 19-dec-20. - pin gauges, eq08349, calibration due date: 14-jul-21. - optical ram-cnc, eq08204, calibration due date: 05-feb-21. The device history record for primary set model 2426-0500 lot 20043186 was performed. The search showed that a total of 33,120 units in 1 lot were built on 09 april 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the separated tubing was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the drip chamber¿s outlet port due to equipment and/or operator error.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated from the drip chamber. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20043186. It was reported that the rn inserted the spike into the saline bag and while straightening the tubing to prime, the tubing separated from the drip chamber.